Manufacturer narrative:
Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to constant pump error 130 and pump error 37 during testing. Test p-cap locked into the reservoir tube successfully. Pump error 130 and pump error 37 alarms noted during testing. Unit was downloaded successfully using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool recorded pump error 130 and pump error 37. It revealed multiple pump error 130 alarms on 03/06/2024. Pump error 37 was triggered three times on 03/06/2024 from 16:42:03 to 17:08:34. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. Per visual inspection jammed gearbox was noted. Isolate motor. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. The following were noted during visual inspection: label damage (stained) and scratched case. In conclusion, pump error 130 and pump error 37 were confirmed during testing due to jammed gearbox. Problem isolated motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer received the error code - this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement (pump error 130). Troubleshooting was performed and the customer was unable to clear the alarm. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.